Manufacturer narrative:
Product analysis: the analysis could not confirm the customer comment of the programmer¿s perception measurement failed. The programmer passed incoming functional tests. It was also determined at analysis that the touchscreen was missing some lines and the cursor was jumping. The card bus slot was defective, and the paper tray was nearly empty. The software was reinstalled and updated to the newest version. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programmer¿s perception measurement failed, the icon remained greyed out and could not be selected for implantable cardioverter defibrillator (ICD) and hemostasis management system(hms) devices. The programmer was returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.